Event description:
It was reported a 6f angio-seal sts was used to seal the right femoral arteriotomy site post left popliteal angioplasty. Five minutes following successful deployment the nurse noted the patient's leg was white, no pulses were present distal to the femoral artery, and the patient had extreme pain. The puncture site appeared normal. The patient underwent surgical exploration and revascularization. The surgeon stated the anchor had caught in the sub-intimal space of the posterior wall of the femoral artery so when the collagen was deployed, the posterior wall of the artery was drawn up with the anchor, thus occluding the artery. A patch arterioplasty was performed. The patient was reportedly recovering.